Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced a skin reaction. The sensor was inserted into the abdomen on (B)(6) 2017. The patient reported that that they felt pain where the sensor was inserted and removed the sensor. When the patient removed the sensor, some skin peeled with it and the affected area was irritated. The patient already had an appointment set with their doctor on (B)(6) 2017 for other reasons. They mentioned the skin reaction and the doctor cleaned the skin with an antiseptic wipe and advised the patient to use neosporin. At the time of contact, the patient was doing okay. No additional patient or event information is available.